Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as red, blotchy areas under the therapy electrodes. The patient was given an ointment (type unknown.) The patient ended use of the lifevest.